Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had air/water supply failure. The issue occurred during the preparation for use. The procedure was diagnostic and it was completed using a similar device. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that there is a foreign object inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; nozzle has foreign objects; due to clogging of nozzle, water removal ability does not meet the standard value; adhesive on bending section cover or distal sheath rubber has a chip; distal end cover has a scratch; objective lens has a scratch; scope cover unit has a scratch; scope connector has a scratch; universal cord has a wrinkle; universal cord has a scratch; forceps channel port is shaved; paint on suction cylinder is peeled; paint on air/water cylinder is peeled; grip has a scratch; scope cover has a scratch; switch box has a scratch; forceps elevator lever has a scratch; upwards/downwards knob has a scratch; right/left knob has a scratch; control unit has a scratch; connecting tube has a scratch; due to a scratch on objective lens, and the image has dark area partially. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.